Event description:
Customer reported that the cover for the insulin pump's reservoir seal had become loose due to the pump being dropped. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.